Manufacturer narrative:
The product was returned for analysis. The posterior optic surface was scratched in the central optic zone and had a stutter scratch in the peripheral area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The reporter indicated use of an unapproved viscoelastic for the lens/cartridge combination. Additional info has been requested. (B) (4)

Event description:
A surgeon reported that during intraocular lens (iol) implantation, one haptic stuck to the optic. The surgeon tried to unfold it, but a capsular tear occurred, with vitreous loss. The iol was removed and replaced during the same procedure and a vitrectomy was performed. In a follow-up, the surgeon reported the pt's va is 1/10 (20/200) due to the postoperative edema and high intraocular pressure (iop); but the surgeon stated that va should improve. It was also reported that an unapproved viscoelastic was used for the lens/cartridge combination. Additional info has been requested.